Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedures, cartridges have cracked while implanted lenses in the low 20's diopter range.

Manufacturer narrative:
Additional information was provided in describe event or problem. Corrected information was provided in patient identifier, age or date of birth, sex, date of event, describe event or problem, concomitant medical products and initial reporter address. Additional information was provided. (B)(4).

Event description:
Additional information was provided indicated one specific event with a date, patient identifiers and concomitant products used.

Manufacturer narrative:
Product evaluation: the cartridge was returned with the opened pouch. A small amount of viscoelastic was observed in the cartridge. The cartridge tip has stress lines. The tip is split along the anterior beginning prior to the parting line. The cartridge shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. A scrape was observed in the tip which has disrupted the top coat in the tip. Top coat dye stain testing was conducted with acceptable results. The customer indicated the use of a qualified handpiece and viscoelastic. The reported tip damage was observed. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).